Event description:
The pediatric patient transferred directly from the operating room to the pediatric ICU. On arrival to the ICU, it was noted that the water seal chamber was not properly set-up. When the patient's chest tube set-up was connected to wall suction, it was noted that there was a problem. The patient was disconnected from the wall suction and a chest x-ray was obtained (no harm to the patient). Manufacturer response for oceans/oasis chest tube set-up, ocean/oasis chest tube pluerevac system (per site reporter): this chest tube set-up failure has been reviewed with the or team that was in the operating room that day. The conclusion was that the surgical tech and the surgeon on the field set up the ocean collection system. The tech filled the water seal chamber and checked for lung inflation. However, they did not fill the suction chamber with the required sterile fluid. Yesterday, the staff had an in-service day with the company representative for ocean/oasis (atrium). The in-service reviewed for staff the differences between the wet and dry pleurovacs (the oasis only requires you to fill the water seal chamber which we believe led to this confusion because we only have a couple of surgeons who use the ocean). Also, the nursing practice specialist in the operating room has put together a quick reference guide for the staff on both systems.